Manufacturer narrative:
The date of event was (B)(6) 2021. Baxter received and evaluated the device.  A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition which was not reproduced. The device was tested for flow accuracy and was found to deliver within intended range. The history log review revealed no events recorded in the reported date. The last infusion documented in the history log was programmed three months after the reported date. There are no events in the log matching the parameters reported by the customer and no abnormalities observed that could cause or contribute to the reported problem. The reported condition was not verified. No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that was not infusing a primary infusion properly over time (under infusing) during patient infusion of intravenous (IV) fluids on the nursing floor of the acute care area. The device was programmed to deliver 500ml of fluids at a rate of 500ml/hour as a bolus dose of 500, it had been an hour and there was 300 ml left but it says it was. The head height of the container was approximately 24 inches and there were drips observed in both drip chambers of the set connected to be infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.